Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. The physician revised the pocket site and the patient was reportedly doing well following the procedure.